Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited low out-of-range (oor) pacing impedances of 100 ohms or less and loss of capture (loc). It is believed there is some insulation damage on the lead. There are no plans to intervene at this time. As of now, both the lead and device remain implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this lead was taken out of service and a new competitor lead was implanted in it's place. To date, no additional adverse patient effects have been reported.